Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after spaceoar and fiducial markers were placed transperineally, radiation treatment planning began and the edge of the patient's rectal wall could not be confirmed. This raised concerns about possible hydrogel leakage into the rectal wall. It is unknown at this time if the patient's radiation treatment began. No patient complications were reported as a result of this event.

Event description:
It was reported that after spaceoar and fiducial markers were placed transperineally, radiation treatment planning began and the edge of the patient's rectal wall could not be confirmed. This raised concerns about possible hydrogel leakage into the rectal wall. It is unknown at this time if the patient's radiation treatment began. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.